Manufacturer narrative:
(B)(4) investigation summary - the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl acetabular system (right) revision. Description of symptoms / problem: patient states she has pain on movement and weight bearing. Hip clicks constantly when walking which has becoming increasingly worse. Tender to touch. Primary surgeon dr (B)(6), (B)(6) hospital. Revision surgeon dr (B)(6), sportsmed. Update: added date of revision from (B)(6) spreadsheet (B)(6) 2012. Update: hospital added as per update email received 30 april 2012. Update mar 8, 2018 additional information received from crawford. Reason(s) for revision: alval / soft tissue reaction. Corrected doi, added manufacturing date and complainant name. Added ip for the cup doi (B)(6) 2008; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.